Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used without packaging and one un -opened sample were returned for evaluation. The samples were visually inspected and no manufacturing defects were noted. Both sets were tested for leakage per specification with passing results. No leakage was observed from any location of either set. In addition, all ultrasite valves were accessed with a syringe and the sets were tested a second time, again with passing results. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during chemotherapy - unknown agent leaked at y-site. No injuries reported.